Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced pain to the right side and possible fracture on the left lead. In turn, the patient had an elective procedure on (B)(6) 2022, wherein the physician was able to reprogram the patient to achieve effective therapy to address the issue.